Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00596404210, lot number : 62419898, item name: articular surface. Catalog number: 00596001851, lot number : 62396588, item name femoral component. Unknown bone cement. The x-ray was reviewed which states that there is a thin periprosthetic lucency noted adjacent to the tibial stem of the hardware, which can be seen with loosening or infection. Otherwise, remainder of the hardware and cement appear within normal limits. No hardware complication detected in the femoral component and no fractured detected. Reported event was confirmed by review of x-rays provided. The reported device was returned and visual evaluation of stemmed nonaugmentable tibial component exhibits nicked, gouged and micro motion indicating sign of wear. Articular surface was also returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patient was revised due to osteolysis and loosening of the tibial component approximately 5 years post surgery.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. Complaint was confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.